Event description:
Drive devilbiss healthcare was notified of an incident involving a hemi one-arm walker by the director of a nursing facility, who reported that "during a staff-assisted transfer, the leg of the walker bent mid-transfer making it unable to provide the needed support," which caused the patient to fall," sustaining a "a skin tear to their right elbow." Medical attention was provided by nursing staff. Drive is attempting to have unit returned for evaluation and will file an update if additional information becomes available.